Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of over 300mg/dl. It was stated that the customer was vomiting prior to his admission. The customer's most recent glucose reading was 142mg/dl. It was stated that the customer was rushing through insertion may not have inserted properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.